Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump. It was reported that the patient's drug in their pump was changed a few days ago from fentanyl to dilaudid and shortly after that the patient started showing signs of overdose. The healthcare provider (hcp) stated that a medtronic "technician" came out earlier and helped them reduce the dose but now the pump is alarming. The patient stated that he thought it was consistent with the alarm he had heard when the pump was empty. The hcp would like to have someone check the pump to determine the cause of the alarm. The hcp was redirected to the national answering service (nas).